Event description:
It was reported that this right atrial (ra) lead exhibited an abrupt impedance of more than 3000 ohms. Other clinical findings were noise and elevated threshold due to lead fracture. This ra lead was explanted. No additional adverse patient effects were reported.